Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 200mg/dl. Troubleshooting was performed, and the drive support cap was flush. Assisted the caller to run the self and displacement test and they passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.